Event description:
The customer reported a ion-selective electrode (ise) buffer leak on an au5800 clinical chemistry analyzer. Through beckman coulter inc. Customer technical support (cts) customer led troubleshooting it was identified that the leak was coming from the ise syringe of the au5800 clinical chemistry analyzer. No patient results were involved in this event. There was no modification to patient treatment associated with this event. The volume of the leak was less than 50 milliliters. The customer was advised to wear appropriate ppe (gloves, gown, and face shield) when cleaning up the leaked buffer liquid. The customer followed their internal exposure control/ risk management plan. No personnel sought medical attention in conjunction with this event. There were no reports of death or injury associated with this event.

Manufacturer narrative:
Instrument evaluation was performed via beckman coulter inc. Led customer troubleshooting. The customer was instructed to reseat the cap seal on the syringe casing. The customer correctly reseated the seal and the leak was stopped. Service was dispatched to verify the leak was properly addressed and stopped. The field service engineer (fse) verified that the repaired syringe was within specification and no buffer leaks occurred when the instrument was primed. No further ise buffer syringe issues have been reported at this time. The root cause of this event was an incorrectly seated seal cap on the ise syringe. (B)(4).